Manufacturer narrative:
D10: concomitants: 02-010-01-0250 - logic femoral ps cem left sz 5- (B)(6). 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t- (B)(6). 200-02-38 - three peg patella 38mm- (B)(6). 620-00-02 - platelet rich plasma kit with spray tips- (B)(6) . 620-12-02 - accelerate prp 60 ml & acd-a- (B)(6). Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2015. Approximately 8 years and 3 months after the initial procedure the patient had a left knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023: diagnosis: poly wear and debris the patella was evaluated and showed moderate wear, especially laterally. The patella was revised. Moved on to the tibia. Removed the old poly. There was significant posterior wear of the poly not completely through, but certainly diseased posteriorly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g1, h6. The following sections were corrected: b1, b2, h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.